Event description:
Catheter used during a CT-guided cyst drainage and sclerotherapy. When the catheter was being removed from patient, the tech noted that the tip of the catheter was missing. CT of pelvis confirmed presence of retained tip in the endometrioma. There was an attempt to remove the tip with a percutaneous procedure, but was unsuccessful due to it being embedded in the tissue.